Event description:
The patient experienced several brief episodes of ventricular tachycardia and the system did not alarm. The longest episode lasted approximately 13 seconds. No pt harm resulted.

Manufacturer narrative:
The device is a centralized pt monitoring system with cardiac arrhythmia analysis software. The purpose of the arrhythmia analysis software is to analyze pt cardiac ECG waveform morphologies in real time and indicate and alarm for various cardiac conditions including potentially life threatening arrhythmias such as ventricular tachycardia (vtach). The actual device was not returned by the user facility as it is an installed system. However, the pt wave form snapshot printouts from the event were faxed to welch allyn and the pt waveform files were downloaded for analysis. The waveform data are sufficient to confirm the customer's claim that the system failed to recognized two short vtach events. We indicated conclusion: software/firmware caused event, in block because a limitation in the arrhythmia analysis software in relation to this pt's specific ECG morphology caused the missed vtach event. There was no pt harm or missed opportunity for timely therapy that resulted from this event. Note that misclassified vtach episodes that fail to persist for more than 30 seconds are unlikely to present immediate life threatening risk. We would not normally report short runs of missed vtach such as this. We did in this case only because the customer indicated that they intended to file a user facility report form 3500. The limitation of existing technology that caused the system to not recognize the two vtach events is that some of the ventricular beats more closely resembled noise or a normal beat than an actual ventricular beat. Certain pt morphologies are difficult for the software to properly classify. As a result, the vtach episodes were missed or delayed.